Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a aab00 model intraocular lens(iol) was explanted in a secondary procedure from patient's operative eye due to broken haptic. There was no patient injury and no medical/ surgical interventions such as incision enlargement, vitrectomy or sutures were performed. Procedure was completed successfully using backup lens. Patient was doing stable at the time of discharge. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 3/25/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. Furthermore, a detached haptic was observed which can be attributed to handling and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The observed detached haptic is similar to the reported complaint issue, however "broken haptic" is used to describe dc-haptic damage. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.